Event description:
A malfunction alarm, identified as malf 1, was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The customer's pump was still under warranty, and the technical support team decided to replace it. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. In addition, the customer was guided on how to put the pump into storage mode and was instructed to return the problematic pump using a prepaid label within ten days.